Event description:
Event description guidant received information that a patient with this implantable cardioverter defibrillator (ICD) called guidant's technical services to report that interrogation showed black marks on the screen. The patient also reported that the device will be replaced.